Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a blank display and motor error. The blood glucose at the time of the incident was 200 mg/dl. The customer states they were off the pump because it would alarm motor error and blank display. Troubleshooting was not able to return the display. The device will be returned for analysis.